Manufacturer narrative:
In initial report manufacturing date was indicated to be 3/26/2013 however, based on the manufacturing record review 12/12/2012 is the correct manufacturing date. Device evaluation: a record review was performed. The review of the device history record (DHR) for the system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. There is no product deficiency identified all pertinent information available to (B)(4) has been submitted.

Manufacturer narrative:
(B)(4). Information was provided by the manufacturer. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient experienced a posterior capsular rupture during cataract procedure using the catalyst laser. Further information has been requested, but no more information has been provided.